Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# v487230 implanted: (B)(6) 2010 product type lead h6: device code c63002 was omitted from prior report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp provided the medical records from the (B)(6) 2020 procedure. The pre and postoperative diagnosis was: intractable detrusor instability with urge incontinence, loss of efficacy after a recent fall. The hcp report stated that the patient was brought to the procedure suite and placed in a prone position on the procedure table. After being appropriately anesthetized, the patient was then prepped and draped in the usual sterile fashion. The incision was made over the right buttock scar from previous unit placement and the unit was exposed and removed. The lead appeared to go to a pudendal location and so it was not removed but cut to the level of the subcutaneous fat at the bottom of the pocket. The scar from the pocket was excised as well to expose fresh subcutaneous fat. Good hemostasis was noted. The patient was awakened from anesthesia after the replacement and brought back to recovery in stable condition. The hcp noted that the plan was to follow up in 2-4 weeks. There were no further complications reported.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the surgery was planned for (B)(6) 2020. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889-28; lot# v487230 ; implanted: (B)(6) 2010, explanted. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 04-jun-2014, UDI#: (B)(4), note: lead was not explanted (B)(6) 2020. As previously reported, replacement was scheduled for (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v487230, implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient fell on (B)(6) 2020 and therapy stopped for that day. They also reported seeing the consumer on (B)(6) 2020, noted the patient's lead was broken, and needed replacement. Surgery is scheduled for (B)(6) 2020. As a result of what was reported, the caller was transferred to national answering service to page a manufacture representative (rep) to be present at the case. No further patient complications have been reported as a result of this event.